Manufacturer narrative:
Internal complaint reference: case (B)(4). Nizam I (2015) the bikini hip replacement - surgical technique preserving vessels and deep soft tissues in direct anterior approach hip replacement. J orthop res physiother 2: 007. Doi: 10.24966/orp-2052/100007.

Event description:
It was reported that on literature review "the bikini hip replacement - surgical technique preserving vessels and deep soft tissues in direct anterior approach hip replacement", one (1) patient who initially underwent primary thr implantation with smith and nephew implants such as an r3 cup and xlpe liner, an oxinium femoral head and an uncemented polarstem, experienced a fall three (3) weeks postoperatively sustaining a periprosthetic femoral fracture. A revision surgery was conducted to replace the uncemented polarstem to an unspecified cemented long stem and a fixation of fracture through posterior approach was performed. During the most recent follow up, the components were well placed and integrated. No further information is available.

Manufacturer narrative:
It was reported that on literature review "the bikini hip replacement - surgical technique preserving vessels and deep soft tissues in direct anterior approach hip replacement" [1], one (1) patient who initially underwent primary thr implantantation with smith and nephew implants such as an r3 cup and xlpe liner, an oxinium femoral head and an uncemented polarstem, experienced a fall three (3) weeks postoperatively sustaining a periprosthetic femoral fracture. A revision surgery was conducted to replace the uncemented polarstem to an unspecified cemented long stem and a fixation of fracture through posterior approach was performed. During the most recent follow up, the components were well placed and integrated. No further information is available. The complaint device, used in treatment, was not received for investigation, a visual inspection could not be performed. The part and the batch number of the device is not known. Therefore, the batch record review and a complaint history review could not be performed. The device labeling was reviewed, the IFU for the complaint device (lit.no. 12.23, ed. 03/21) stated hip fracture as possible side effect resulting from hip arthroplasty. The severity and the failure mode are covered through our risk management. For the medical investigation, the literature article was reviewed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. Therefore, no further medical assessment is warranted at this time. Based on our investigations the failure mode cannot be confirmed and the root cause of the problem stays undetermined due to insufficient information. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. [1]: nizam, ikram. (2015). The bikini hip replacement - surgical technique preserving vessels and deep soft tissues in direct anterior approach hip replacement. Orthopedic research and physiotherapy. 1. 1-5. 10.24966/orp-2052/100007.